Event description:
During attempted stone removal basket would not open/ close and md could not pull device out. Rep was called, who suggested wires be cut so scope could be pulled out over wires. Wires taped to patient cheek. Patient required transfer to higher level of care for basket and stone removal.